Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lavh. Event description: while placing the specimen into the specimen bag, the bag detached directly from its frame. It is suspected that the black cord was not properly secured onto the pull rod. There is no impact to patient. Additional information provided by [distributor] via email on 08apr2026: the tips of the bag were not exposed to the patient. There was no spillage out of the bag opening. No portion of the device fell inside the patient. There was no cord fragmentation during the procedure. The guide bead was not pulled on with an instrument. The guide bead did not detach from the bag or cord. The bead component separated inside the patient and was subsequently retrieved. Additional information provided by [distributor] via email on 14apr2026: the bead component fell inside the patient together with the bag. The guide bead remained securely attached to the bag and fell together with it; it did not separate from the bag. Type of intervention: the device was withdrawn, and the specimen bag was removed using a grasper. Patient status: no clinical impact. The patient is fine.